Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm between (B)(6) 2017. User occasionally made bolus requests without entering current bg level and still having insulin on board (iob). There were erratic basal rate adjustments. There is no regularity with the time of the day low bg levels occur. There were no obvious requests or deliveries made that would cause low bg levels. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels in the low 200 mg/dl to approximately 40 mg/dl range. The customer stated the pump is not functioning properly. Reportedly, the customer delivered a bolus to address elevated bg levels, and set a temporary rate and drank juice to address low bg levels. Reportedly, the customer was put back on a restrictive carbohydrate diet and stated they are "doing pretty well".